Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and stated they were allergic to "something from it" that they had broken out incredibly with blisters all over their hands and their feet. Patient stated the device worked perfectly but their body hated it. Patient stated they'd had the implant before and the only difference they could think of this time around was some of the medicines they were taking and that they had used a tyrx antibacterial pouch and they wanted to know the materials of the tyrx pouch. Patient stated they had an allergy test coming up next week and they were told they had all the information for the implanted system material but they needed the tyrx pouch information. Patient services reviewed the tyrx manual product description with the patient and reviewed with the patient that the manual was sent to a contact who had called previously about this issue. Patient stated it was probably their rheumatologist who called and that they'd follow up with them and stated they may call back to get more information in the future.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, urinary/bowel dysfunction. It was reported that they were doing good and had no breakthroughs. Patient said they think their incisions are infected and now they have diarrhea. Patient mentioned that they already contacted their doctor´s office and they are waiting for a call back from their doctor. Patient also said that their back it started hurting really bad yesterday and they didn't sleep very well. The incision is all red and draining. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The reason for call was patient said they developed a massive rash from during the surgery and were still dealing with it. Patient said the rash started a few days after the surgery. Patient mentioned that they just had the appointment with their doctor because of that. Patient mentioned that they were allergic to nickel and the agent explained that lead could contain nickel. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they had itching, redness, and swelling in the low back. They saw a dermatologist who was sent the labeling of what metals were in the implanted devices. This issue was on going.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that caller noted patient had an infection or allergic reaction with explant and has sent the dermatology report. Reviewed materials related to our devices. Implant of ins with no tyrx as a precaution is set for 10/04 at abbott northwestern.

Event description:
Additional information was received from the patient. They reported that the patient developed an allergic reaction to ins a few days after having it implanted. The caller stated that initially, the reaction was just at the implant site but has now progressed and gotten much worse. The caller stated the patient is currently experiencing systemic rash, extreme itching, and blistering over the implant site. The patient is scheduled for an explant on (B)(6) 2024. The caller stated the patient has been referred to them by their dermatologist. The caller is a physician who tests/analyzes medical devices for potential causes of allergic reactions. The caller requested a list of product materials. The agent emailed the caller implant manuals for interstim x, lead, and tyrx. The dr. Removed both the (B)(6) and the (B)(6) and awaiting cultured swab to determine if infected. Tyrx pouch was used as well. Device was providing good symptom relief

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. Patient was successfully implanted today with new device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.